Event description:
It was reported that the pacing lead impedance on the lead had increased from around 800 ohms to 1200 ohms. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.